Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. The most recent information was received on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("unbearable pain in pelvis for several months, walking 50 meters is impossible for me, burns unbearable (to tears)") in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2023, she experienced pelvic pain (seriousness criterion medically important) and arthralgia ("unbearable pain in the hips for several months, walking 50 meters is impossible for me, burns unbearable (to tears)"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered arthralgia and pelvic pain to be related to essure administration. The reporter commented: "I feel completely diminished, walking 50 meters is impossible for me, the burns are unbearable (to tears). I am too often in a depressed state." Patient's current condition: waiting for the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4), on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("unbearable pain in pelvis for several months, walking 50 meters is impossible for me, burns unbearable (to tears) in a 56 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2023 she experienced pelvic pain (seriousness criterion medically important) and arthralgia ("unbearable pain in the hips for several months, walking 50 meters is impossible for me, burns unbearable (to tears). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered arthralgia and pelvic pain to be related to essure administration. The reporter commented: "I feel completely diminished, walking 50 meters is impossible for me, the burns are unbearable (to tears). I am too often in a depressed state." Patient's current condition: waiting for the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.